Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal lioresal 2000 mcg/ml at 924.5mcg/24 hrs via an implantable pump. It was reported that the physician was concerned that the pump may erode through the patient's skin. There were no known environmental/external/patient factors that could have led/contributed to the issue. No diagnostics/troubleshooting was performed. Actions/interventions taken included a pocket revision and replacement with a smaller 20 ml pump. The issue was resolved at the time of the report. The patient's weight was provided and medical history included intractable spasticity.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.